Event description:
Initial info was received from a physician on (B)(6) 2010: a (B)(6) year-old male consumer was treated with sodium hyaluronate (hyalgan) (lot # unk, exp date unk) in his knee in early (B)(6) 2010. A week later he had a huge reaction which the physician thought was a pseudoseptic reaction. The physician drained the knee and used steroids. The blood work did not show any organisms. The pt also had a second aspiration and a cortisone injection and a second negative panel. The physician thought the event resolved, however, the pt came to his office on (B)(6) 2010 and the physician did a third aspiration and a third injection of steroids. The physician was now consulting with infections disease physicians. No further relevant info reported.

Manufacturer narrative:
Asp investigation results: 25 bi's (lot 027101, exp 5/2011) were returned to asp for investigation. Visual analysis of the returned product found one processed cyclesure biological indicator (bi) was returned. The cap was depressed. The chemical indicator (ci) on the cap was gold. The vial was crushed. The tyvek liner was enclosed and the spore disc was present. There was no remaining media in the vial. 24 unprocessed bis were returned. There were no anomalies found. The sterilization cycle completed successfully. The incubation temperature was set to the required specifications. The chemical indicator changed color from red to gold indicating exposure to hydrogen peroxide. The previous and subsequent processed bis were negative. The contents of the load were reviewed and appear to be compatible with the sterrad systems; however, the tray was not defined. The customer further reported that the load contents were not recalled. There was no injury from the unrecalled load. An assessment of the cyclesure bi failure mode and effects analysis revealed a low-safety risk to the user. All risk priority number scores for this failure mode are below the threshold of 100, and thus considered low risk. The health hazard analysis was reviewed and the issue is considered to have a none/negligible risk. There was no service performed addressing a positive bi at the time of the event. A service order is not required if the customer did not experience two consecutive positive bi events from the same sterilizer. A review of the complaint history for this cyclesure bi lot revealed one other similar reported complaint. An overall review of the complaint history for cyclesure bi with similar problem code of "suspected positive bi" does not indicate a significant trend in complaints over the past 12 months. There was no report of sterilizer malfunction during the cycle of which the reported bi was used. Therefore, it is unlikely that the positive bi result was attributed by the sterrad 100nx sterilizer. There were no manufacturing defects detected that could contribute to the positive bi. Testing of the same bi lot resulted in no positive bi results and were found to meet specifications. Therefore, the reported failure mode could not be confirmed. The device history record for the sterrad 100nx sterilizer was reviewed and found to meet all required specifications without any manufacturing nonconformities at the time of release for shipment. The sterrad sterilization process was validated using the overkill methodology (inactivation of high numbers of highly resistant spores) with a wide variety of hospital loads. A significant loss of process efficacy is unlikely in cycles that meet completion requirements of the control system and the chemical indicator (ci). The pre-sterilization bioburden is known to be both relatively low in number and relatively sensitive to sterilization, particularly common pathogens. It would be highly unlikely for this type of microbial population to survive such a sterilization process and if low number of surviving microorganisms were to be present, their low number and likely non-pathogenic nature would not typically lead to an infection. Therefore, it is extremely unlikely that the load from a successfully completed process would result in patient infection. Since tray data was not provided, load compatibility could not be confirmed. Based on the information, a definite root cause could not be confirmed as thorough investigation and testing could not reproduce the reported issue of a positive bi result. There were no problems found with the returned samples. Asp will continue to track and trend.

Event description:
It was reported to boston scientific corporation that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the hydratome was advanced down the endoscope and positioned at the papilla to perform a sphincterotomy. When the physician attempted to bow the hydratome, it was discovered that the cut wire was not present on the catheter of the device. Physician used the endoscope to determine if any portion of the wire fell into the patient and no wire was seen. No additional intervention is planned and there have been no patient issues. The procedure was completed with another hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Mfg date: 1/27/2010. Expiry date: 2011-05.

Manufacturer narrative:
(B)(4) no code available: suspect positive bi.

Event description:
A customer alleged an event of suspected positive cyclesure biological indicator (+bi). No injuries were reported from the unrecalled load. The customer reported that the results were positive for the bi in 24 hours. The prior and three consecutive bis were confirmed negative.